Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary finding of the frayed distal grip cable to be related to the customer reported complaint. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. Additional observation(s) not reported by the site were also identified: the maryland bipolar forceps instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley, resulting in an exposed electrode. The instrument passed the electrical continuity test. A review of the submitted images was performed by an isi regulatory post market surveillance (rpms) analyst. The following additional information was provided: the maryland bipolar forceps instrument had a frayed cable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the maryland bipolar forceps instrument wire at the jaw was broken. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no thermal damage or arcing observed during the procedure. There was no patient injury.